Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer passed away in the hospital on (B)(6) 2016. Customer had a rare form of cancer and then got pneumonia and health declined from there. Customer was admitted into the hospital on (B)(6) 2015. Customer's blood glucose at the time of admittance was unknown. Customer's blood glucose at time of death was 72 mg/dl. Customer's cause of death was cancer and pneumonia. Customer also had kidney failure, stroke, and an infection that was in her leg. Insulin pump was removed from customer by hospital personnel a week prior to death. Reason for insulin pump removal was unknown. Customer was not wearing insulin pump at the time of death. Customer was not wearing sensor at the time of death. Insulin pump would be returned.

Manufacturer narrative:
The insulin pump passed functional testing's including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had a cracked reservoir tube lip, minor scratches and cracked case near display window corner noted. We were unable to perform data analysis, due to no pump history available on history download. No data was available due to pump being received without battery in the battery tube.